Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733235, lot/serial:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that when inserting the perc pin, it broke. There was no impact on patient outcome and the procedure was delayed by less than an hour.

Manufacturer narrative:
Lot number: 200115. The perc pin was returned to the manufacturer. Visual/physical examination confirmed the perc pin was bent and broken. This issue was caused by physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the perc pin snapped but was still attached and everything was successfully removed.